Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. During the treatment, it was difficult to advance an internal iliac component due to interference between a pull-through wire and the guidewire. Once the guidewire was reinserted into the right internal iliac artery, the internal iliac component was able to advance. When deploying a trunk-ipsilateral leg component, the component unintentionally covered the right renal artery. An attempt was made to move down the component using the constraining system, however it was unsuccessful. After all stent grafts were implanted, an angiography revealed no blood flow to the right renal artery. An attempt was made to cannulate the right renal artery from a brachial artery, however it was unsuccessful because a portable c-arm almost overheated. The physician decided to finish the treatment and take a plain computed tomography (CT) after the treatment. Later that same day, a plain CT revealed that the component also covered 2/3 of the superior mesenteric artery. A reintervention was performed to implant additional stent grafts into the right renal artery and the superior mesenteric artery. Blood flow was confirmed for both arteries. The patient tolerated the procedure. The physician stated that because it was difficult to see the bending point of the proximal vessel, and assuming that the device would move distally, he partially deployed the device from far proximal, but that backfired. Although the constraining system was used, the device only deformed the proximal side and did not move down at all.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® conformable aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, occlusion of native vessels. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.